Event description:
It was reported that during surgery the drill was getting very hot and making a loud noise. Drill was not pulled until after the case. The procedure was completed with the same device with no patient harm nor delay.

Manufacturer narrative:
H10: h3, h6: the device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A complaint history review found similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors that could have contributed to the reported issue are if the drill had overheated from extended use or there was internal motor damage from wear.